Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, patient¿s mother reported that the patient fell at an amusement park 2 weeks ago, resulting in a cracked ilet screen. Blood glucose was not impacted, and patient switched to backup therapy. Replacement ilet (with case/clip) arranged for overnight delivery.